Manufacturer narrative:
Result of investigation: the device in question (ui500 / endoflator 50, serialnumber: (B)(6), manufactured 28-jun-2019) was not received by the manufacturing site in germany for investigation. The claimed product was not returned to karl storz tuttlingen. Therefore, physical technical inspection is not possible. The complaint history review does not show any failures or trends which can be traced back to manufacturer. Further investigation is not possible without investigate the device itself. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the equipment presented a failure during a surgical procedure, showing a defect in its gas sensor. No injury to patient user or third reported.